Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: register nurse noticed large amount of air in milrinone tubing above the pump. Rn changed tubing and upon disconnecting tubing realized that air was all throughout the tubing. Bbraun pump did not alarm. This prompted further inspection of heparin 2:1 line. 3 areas of air was noted post pump. Bbraun pump did not alarm. Heparin 2:1 line changed out.